Manufacturer narrative:
The reported events were unable to implant, lead dislodgement and helix mechanism issue. The reported event of the helix mechanism issue was confirmed. As received a complete lead was returned with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning the blood/tissue from the helix, the helix could be retracted and extended. The helix length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead had unspecified issues which had caused the lead to dislodge and consequently caused the screw-in of the ra lead into the appendage to have failed after several attempts. The lead was not used, and a new lead was implanted. The patient was in stable condition.